Manufacturer narrative:
(B)(4). The DHR (device history record) indicates no relevant finds for the reported lot number.

Event description:
The customer reports the doctor found the swg (spring wire guide) difficult to advance in the patient. The swg was removed and found bent. The device was replaced , and the treatment was completed. The patient's condition is reported as fine.